Event description:
Customer called to report that either reagent probe a or b of the unicel dxc 800 synchron system was leaking and overflowing on the cuvettes and covers. The field service engineer (fse) inspected the instrument and found that reagent probe a was not vacuuming probe rinse water, and that the valve for waste was not operating. The fse replaced the valves, which resolved the issue. The failure mode appears to be the waste valve. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).